Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards united kingdom affiliate, during a transfemoral valve in valve tavr procedure with a 26mm sapien 3 ultra valve inside a pre-existing surgical valve, there was a loss of pacing capture during deployment resulting in valve embolization to the ascending aorta. The sapien 3 ultra valve was dragged back to the distal aortic arch with the commander delivery system and a second 26mm sapien 3 ultra valve was prepared and implanted successfully.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned, however, the instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv embolized into aorta was unable to be confirmed due to unavailability of procedural imagery or medical record provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, '26mm sapien 3 ultra case by transfemoral approach in aortic position inside a pre-existing 25mm magna ease surgical valve (viv procedure). During deployment, a loss of pacing capture (pacing conducted through lv wire) occurred, resulting in valve embolization to the ascending aorta. The 26mm s3u was dragged back to the distal aortic arch with the use of the commander ds balloon. A second 26mm s3u was prepared and implanted successfully, after conversion to a balloon- tipped tpw'. Per training manual, 'loss of pacing capture during valve deployment can result in movement of the valve and possible embolization'. As such, available information suggests that procedural factors (loss of pacing capture during valve deployment) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.